Event description:
On (B)(6) 2013, it was reported that the buttons on the patient's infusion device were without function. The soft components of the device housing and button coverings was damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The patient's weight is unknown. The patient's medications and other devices are unknown. It was unknown if the initial reporter sent report to the FDA. Device evaluation is in progress.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.